Event description:
Our rep is reporting dr (B) (6) contacted him regarding a patient who returned reporting some discomfort in the knee. The original surgery was in (B) (6) 2009. A second surgery was performed on (B) (6) 2010, and it was noted the patient had a cyst in the tibial tunnel as well as fragments from an anchor. It is not known what the fragments are but the surgeon would like to know if they could be from a milagro screw. The surgeon has returned the pieces and would like mitek to perform testing to determine if the fragments are from milagro screw. The graph from the original surgery was auto and there are no culture results at this time.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.